Event description:
A customer observed biased glu results from a pt sample tested on the 5.1 fs analyzer. The biased results were reported to the physician. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.